Manufacturer narrative:
Product was not received at ldr medical. No visual and functional evaluation can be performed. The device was discarded after this case. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Conclusion is not available yet . Investigation still in progress. Device discarded.

Event description:
Mobi-c p&f us: disassembly during impaction. From information provided by the reporter on (B)(6) 2018: doctor was implanting the device and while impacting the device became dislodged and fell off the inserter. There was no way to securely put the implant back onto the inserter without significantly delaying the case. Additional information on (B)(6) 2018: patient is doing well. The depth was not stop adjustment set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.) The disc space was under distraction. The surgeon encounter a resistance while inserting prosthesis. The prosthesis could have not been inserted with an angle and no rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant have noticed. No per-op images. The surgeon not used the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. The implant was discarded after the case by accident.

Event description:
It was reported that during a mobi-c surgery, while inserting the implant into the disc space, the implant disassembled and dislodged from the inserter prematurely. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
Additional information: d4 (UDI number), g5: PMA/510(k), h6 (device codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.